Event description:
It was reported that the stair chair tread/tracks won't engage due to the track belt becoming missing after breaking off from the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.